Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter was experiencing an apply sample issue. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started ¿a month ago, around (B)(6), around 8am¿ when, upon inserting a test strip, the subject meter displayed the previous result, preventing the patient from performing a blood glucose test. The patient manages her diabetes with oral medication, diet and/ or exercise (she did not provide any more specific information) and she reported that in response to the alleged product issue she ¿ate less food¿ one week after the start of the alleged product issue. The patient claimed that a week after taking the action, she visited her doctor for an appointment, while at the doctor¿s office her blood glucose was tested on the doctor¿s meter and a result of ¿111 mg/dl¿ was obtained. The patient reported that one week after visiting her doctor she began to develop the symptoms of ¿thirsty, dry mouth, frequent urination and tired¿. The patient reported that at this point she tested the blood glucose on her friend¿s (unspecified) meter and obtained a result of ¿344 mg/dl¿. The patient denied receiving any treatment beyond her usual routine of diabetes management and care for these alleged symptoms. During troubleshooting, the csr verified that the patient¿s testing process was correct, the correct test strips were being used and this was not the first time the patient had used the subject meter. The issue was resolved during troubleshooting when the csr walked the patient through performing a retest. Replacement products were sent to the patient. This complaint is being reported as the patient allegedly developed signs and symptoms suggestive of a serious injury adverse event after not being able to perform a blood glucose test due to an alleged apply sample issue with the subject meter.